Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not cross the lesion and it was found that the proximal part of the stent was damaged. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.